Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter repeated 50 patient samples due to internal checks on a cobas 8000 ise module. Upon completing repeat testing on another ise module, the customer found 30 patient samples with discrepant sodium (na) results. The customer provided an example for 1 patient sample. The initial result on the ise module in question was 147.8 mmol/l. The repeat from the other ise module was 138.3 mmol/l. All the initial results from the ise module in question were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer was receiving intermittent ise voltage errors and there were qc issues. The field service engineer (fse) ran ise checks and they were stable on all electrodes. Calibration results were not acceptable. The observations by the fse suggest a sampling or vacuum error. No further information has been provided. Based on the data provided, the cause of the event could not be determined.

Manufacturer narrative:
The investigation did not identify a product problem.